Event description:
Customer reports via phone that during a laser procedure for stone removal, the system fluoro failed. Physician completed procedure using endoscopy. Customer did not provide any additional patient or procedural information, other than to say the patient is fine. No reported injury.

Manufacturer narrative:
Tech service took call from customer who reported that the generator console locks up. Field service engineer (fse) went on site and replaced the sedecal console per service manual 710953. Fse completed the repair and verified proper operation of the unit per service checklist qssrwi4.1. The unit was returned to the customer for full service.